Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they feel are 10 false positive flu a results on symptomatic patients. Customer states that they had 10 patient samples in a row that tested positive flu a. No conflicting or confirmation testing has been performed. Multiple attempts were made to gather more information from the customer. Report 1 of 10.